Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed . The unit energized and cauterized all ports and recognized instruments. Error log shows various c-00 and m-0b errors from various uses. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The field service engineer (fse) replaced the integrated electrosurgical unit (iesu) to resolve the issue. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the technical support engineer (tse) found error c-38 pointing to the integrated electrosurgical unit (iesu). The tse was originally monitoring the system for high temperature issues on the vision side cart (vsc). The fans spun faster than usual on the vsc. The tse tried to call the head nurse but was unsuccessful. The procedure was completed as planned with no reported injury.